Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. It was noted that imaging was challenging. Both grippers of an ntw were able to actuate during device preparation. The clip was inserted into the anatomy. Gripper orientation was successful. It was noted that one gripper could not fully lower. The clip was removed and one clip was implanted. The mr was reduced to grade 3-4. There were no reported adverse patient effects

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.